Manufacturer narrative:
The fenestrated bipolar forceps instrument has been received for failure analysis evaluation. The instrument was found to have various scratches on the main tube. The scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.2025¿ - 0.1305¿ in length and are axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the fenestrated bipolar forceps instrument broke and fragments were coming off. It is unknown if fragments fell inside the patient and retrieved at this time. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.